Event description:
Upon routine inspection a nurse discovered what she believed to be a precipitate in a line leading from a 0.2 micron filter. Upon further investigation the substance was determined to be an insect (ant).